Manufacturer narrative:
The device was returned to olympus for evaluation and the issue was confirmed. There was no image due to fluid invasion. There were multiple leaks. The forceps passage had internal tear marks and was leaking. The air/water channel was leaking and the el connector lock pins were leaking. The scope connector and ultrasound connector had fluid invasion. There was no data transmission due to fluid invasion. The forceps cover glue was peeling and the probe unit was cut. The customer label had corrosion and the s-cover plate was missing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the customer, the evis exera ii ultrasound gastrovideoscope had a leak and presented a poor image. The issue was found at reprocessing. It was unknown if the issue was found before or after a procedure. The device was inspected prior to use. No patient harm reported. During the evaluation of the device, it was noted the light guide cover glue was peeling. This report is to capture the reportable malfunction of the peeling light guide cover glue noted at estimation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be identified. The reported event as well as the additional observed phenomena may have been caused from the same issue - however, it was not possible to determine if this was due to stress, handling or other reasons. The following verbiage is identified within the instruction manual, which may help detect the reportable event: "chapter 3 preparation and inspection - 3.2 inspection of the endoscope: inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.